Event description:
Patient reported capsular contracture, baker grade iii, simple cyst, and shallow folds. Device has been explanted and discarded. This relates to the right side.

Manufacturer narrative:
Health effect: impact code: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. Device photograph(s) for the device related to the reported event of capsular contracture/ crease folding of implant/cyst was reviewed on (B)(6) 2023. Visual analysis of the photographs identified: crease folding of implant: observed. Granuloma: unable to observe as it is a medical event that is not related to the device. Cyst: unable to observe as it is a medical event that is not related to the device. Additional observations: yellow and red particles on the surface of the shell. Deformation observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.